Manufacturer narrative:
This MDR is being submitted due to the stated reaction experienced by the patient after a mixture of acell's micromatrix powder reconstituted with platelet rich plasma (prp) was injected into the scalp for the treatment of hair loss. Acell has reason to suspect that the patient also received an additional cosmetic procedure at the time of the hair restoration procedure because surgeon's comment about the patient needing to come in for suture removal. A review of the manufacturing records for this lot identified no deviations in the production process that fall outside of specification. The device was manufactured and distributed sterile in compliance with acell's operating procedures and federal, state, and local laws and regulations. Furthermore, there has been biocompatibility testing performed per iso10993 on acell's micromatrix product line which has demonstrated micromatrix does not cause adverse responses in test subjects. The use of this product for hair loss treatment is off label and not recommended or promoted by acell, inc.

Event description:
On 12/10/2019 acell received notification from a physician that a patient developed swelling of the eyes after a hair restoration procedure which involved scalp injections with micromatrix reconstituted with platelet rich plasma (prp). The procedure was conducted on (B)(6) 2019. The onset date of the patient's adverse reaction is (B)(6) 2019. As a precautionary measure, physician prescribed a course of steroids (medrol pack). Acell has reason to suspect that the patient also received an additional cosmetic procedure at the time of the hair restoration procedure because surgeon's comment about the patient needing to come in for suture removal.